Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. Additional information was received that all components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7037729.